Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post-implant of the implantable pulse generator (ipg) system with an absorbable envelope, a pocket infection occurred. Antibiotic treatment was administered and the ipg system was explanted. No further patient complications have been reported as a result of this event.